Event description:
Was injected with product called radiesse (injectable filler) by bioform laboratories. My doctor injected product, and I immediately got sick and was hospitalized; 5 days later, could not walk, was paralyzed for 4 days. Dose or amount: one syringe, frequency: 2x. Dates of use: 1st time - (B) (6) 2009, 2nd time - (B) (6) 2010- got sick. Diagnosis or reason for use: cosmetic filler.